Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, this scope tested positive for unspecified microbes. The user facility did not provide the number and the type of microbes. The user facility stated that the scope was not washed right after pre-cleaning. The scope was in the sink for approximately 2 hours. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.